Manufacturer narrative:
Based on the info received and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. The instrument was reloaded and fired. It fired and formed staples as designed. The reported incident of malformed staples could not be recreated. Mfg and engineering have been notified of the reported incident. Co strives to understand each incident as it is reported in order to continously improve co's products.

Event description:
It was reported the device was used during a low anterior resection. It was reported by the rep staple malformed and reanastomosed by another instrument. There was no consequence to the pt.